Event description:
Information was received from an advanced evaluation trial patient on day 2. It was reported that she felt dizzy last night and was unable to catch her breath and was sweating. The patient later reported that on day 11 she was currently in the hospital due to passing out.